Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided, weight unknown / not provided, first/given name: unknown / not provided.

Event description:
It was reported that implant was removed due to fracture.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 10mm length (cm3110) and one (1) unknown zimmer screw were not returned for investigation. As a result, visual inspection could not be performed. The products were reported in the complaint categories dental : functional : fracture : implant and functional : loosening. The investigation has been performed based on the available information using the instructions for use (IFU), and risk files. Functional testing to recreate the reported event could not be performed since the product was not returned. Device history record (DHR) review was completed for the subject lot number 63531771. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63531771 for similar events and no complaints were identified for loosening; while for fracture implant 1 other complaint was identified. Therefore, based on the available information, device malfunction could not be confirmed/verified, and the reported events remain unverifiable due to the products not being returned.